Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their mx40 device was silencing alarms on it's own/without user interaction. No patient harm was reported.